Event description:
On may 28, 2008 the lay user/pt contacted lifescan (lfs) alleging an one touch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The pt tests his blood glucose at least four times a day and uses insulin on a sliding scale (unspecified type and dose) to manage his diabetes. On the day before in the morning, the pt tested his blood glucose with the subject meter and reportedly obtained a "121 mg/dl" blood glucose. The pt indicated that he felt symptoms of "shaking, quivering, and weakness" at an unspecified time after the reported meter issue and retested on the subject meter five minutes later with a "62 mg/dl" blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl (lifescan's criteria for precision testing), thereby indicating a potential malfunction of the meter in terms of precision testing. As a result of the alleged issue, the pt stated that no actions were taken towards his diabetes treatment. It would have been helpful to know the following: when the pt typically tests his blood glucose during the day, his diabetes management regimen, and what his normal blood glucose readings are. In addition, it would have been helpful to know what his activities were before the symptoms and whether he treated himself after the reported issue. The technique for applying the blood to the test strip was correct and the unit of measurement was set correctly to mg/dl. The testing technique was correct; however, the technique for cleaning the puncture site was not correct (use error). Although the pt received incorrect blood glucose results on the reported device due to use error (incorrect cleaning of puncture area), this complaint is being reported because the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.